Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6), 2021.during preparation, the laser fiber looked different and at first the physician thought that there was a crack in the laser fiber, but then he noticed the sleeve had gone back on itself and the diameter was increased by approximately 5mm. The procedure was completed with another flexiva 200 tractip laser fiber.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a040506 captures the reportable event of fiber peeled. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 313.2 cm from the end of the exposed glass tip to the end of the connector. The light at the sma connector was bright and round, indicating no fracture within the connector. The exposed glass measured 4 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. No other problems with the device were noted. The reported event could not be confirmed. The analysis of the returned device revealed that there were no defects observed with the fiber jacket. However, it was observed that the exposed glass tip had normal degradation. Although the reported fiber peeled was unable to be confirmed, the exposed glass tip was observed to be degraded. Laser fibers are consumable devices and intended to degrade with use. It is likely that procedural conditions and usage of the fiber contributed to the observed condition. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 30, 2021 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2021. During preparation, the laser fiber looked different and at first the physician thought that there was a crack in the laser fiber, but then he noticed the sleeve had gone back on itself and the diameter was increased by approximately 5mm. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.